Event description:
The patient reported that on the evening of (B)(6) 2012 the pump rebooted after a routine battery change. The patient stated that she tried multiple batteries, and the issue remained unresolved. The patient stated that the battery cap was not secure but could not provide a reason for this issue. The patient stated that the battery cap had been changed but she could not recall when. The patient was unable to provide further information regarding any damage to the pump. At the time of the call to animas customer support, the patient's blood glucose (bg) was reportedly 228 mg/dl. There were no reported signs or symptoms of hyperglycemia. The reported bg excursion does not meet the definition of a serious injury. This complaint is being reported due to the alleged rebooting issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):a review of the black box showed evidence of rebooting. Visual inspection revealed a cracked battery compartment. The battery cap returned with the pump would not secure appropriately. A test battery cap was used to complete testing. The pump was exercised for 24 hours with no power issues occurring. A damaged battery compartment is not likely to cause an adverse event as the issue is generally obvious and detectable by the user. Therefore the detectable flaw may prevent the user from continuing use of the device or cause a condition that makes continued use of the device impossible. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.